Event description:
During an avm embolization with histoacryl (glue), it was reported after the initial injection, histoacryl was observed exiting distally from the malformation and diffusing into the patient's middle cerebral artery. The catheter was removed and found ruptured.

Manufacturer narrative:
The device involved in this event has not been returned for evaluation.